Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug (unknown concentration at .3844mg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient had been having discrepancies at every refill. The patient had not presented with any overdose or withdrawal symptoms. The hcp performed a dye study and reported the catheter was patent and had no issues with aspirations. The patient still had about a year left on their pump, but due to discrepancies they chose to replace now. The patient had gotten a refill the day of surgery on (B)(6) 2026, and the hcp filled their pump with 20ml of medication. Around 1pm they transferred the medication to the new pump and they transferred only 18ml of medication. The patient's dosage was only .3844mg/day, so the hcp stated they couldn't have gone through 2ml in a few hours. The pump will be sent back for analysis.